Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model# 1201 sn # (B)(6) model: tined lead UDI # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of hemorrhage, infection and the purulent discharge can be related to illness (general) were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient had a post-operative appointment which noted blood and pus coming from their implant incision site. The patient was unaware of any prior bleeding or pus and complained of no issues regarding their stimulation or any type of pain under the incision site. The physician decided to remove the implant battery and lead, due to infection and was given antibiotics for the infection. There were no other issues or complications reported at this time.